Event description:
Customer reported a possible contamination event based on an observed increase in positive samples for their sars-cov-2 tma runs using assay lot 314804. The operator preparing the runs was covid-positive and symptomatic. Wl 000666-20220422-02 on panther instrument sn (B)(4) was reviewed by hologic technical support to identify any potential contamination. The wl in question had 8 positives out of 71 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Corrections were made by the lab to retest any positive sample they questioned during this period with no adverse events reported.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs advised customer that pi warns about sample contamination if carryover of samples is not adequately controlled during sample preparation/handling. Customer performed extra cleaning and monthly maintenance to decontaminate the instrument and work areas. Customer then prepared a new kit and ran without any further issues. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.